Manufacturer narrative:
F10 continued: international medical device regulators forum (imdrf) adverse event reporting health effect - clinical code: 2687 foreign body in patient. Health effect - impact code: 4641 unexpected medical intervention. Medical device problem code: 2923 device dislodged or dislocated. Component code: 424 caps. Pentax medical america (pai) performed a good faith effort (gfe) to gather additional information regarding this event and received a response via email on 12-aug-2025. From the attached complaint form, it was confirmed that a duodenoscope was used in conjunction during the procedure, with the following details provided: model: ed34-i10ct2 serial number: (B)(6) no additional information regarding the procedure, patient involvement, event circumstances, or reprocessing details was provided in the form. As the root cause of the reported event could not be determined to be attributable solely to either the sterile distal end ccap or the duodenoscope, separate mdrs have been submitted for both devices. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information. 2518897-2025-00015_oe-a63_0021124_detached sterile cap fell into patient, 2518897-2025-00016_ed34-i10ct2_(B)(6) detached sterile cap fell into patient.

Event description:
On 04-mar-2026, pentax medical became aware of an event involving a pentax medical video duodenoscope model ed34-i10t2, serial number (B)(6) in (B)(6), within the united states. During an endoscopic procedure, the single-use sterile distal end cap (dec) of the duodenoscope became detached inside the patient's trachea. The distal end ccap had been attached prior to the procedure and attachment was confirmed with an audible click. It was reported that the endoscope was inserted into the trachea instead of the esophagus while the patient was not in a fully prone position. The patient had an endotracheal tube in place and the distal end cap became lodged between the tracheal cartilage rings. The distal end cap separated into two pieces, the cap and the forceps elevator, and was damaged. The procedure was completed using another manufacturer's endoscope. After the procedure, the patient experienced pain and swelling and required additional care in the ICU. This event meets the requirements for FDA reportability. However, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.